Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the insulation confirmed the presence of cracks near the distal tip. Also, dents and scratches were observed on the insulation. The insulation was tested for cracks/damages using an insulation scan test and the united failed. The probable root causes for the reported failure could be due to multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization and/or normal wear and tear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.